Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. In this case the complaint for sheath liner puncture was unable to be confirmed as no relevant device/imagery were provided. Available information suggests patient/procedural factors (access vessel tortuosity / calcification) likely contributed to the event. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment in the advancement and retrieval of the delivery system. The delivery system or balloon catheter can potentially catch on to the tip or liner of the sheath and create tip damage or liner tears upon removal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra valve the initial valve appeared to be outside the 14f esheath plus while passing through tight tortuous iliac artery. The initial valve was removed with the sheath. A second sheath was inserted and a second valve was prepped and this time over a lunderquist wire was inserted and successfully implanted. The patient had no injury as a result and left the room in stable condition.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.